Event description:
It was reported that during the spaceoar vue placement procedure, the physician moved the needle updaward causing the hydrogel entering intraprostatic. There were no patient complications.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.block d4:h4 the event was unable to provide the lot number of the device implanted. Therefore, there is not information related with device manufacturer day. Block h6: imdrf device code a150202 captures the reportable event of gel found in unintended site vascular.